Event description:
The dexcom g7 has been reporting blood sugars incorrectly for the past two days. First, it was an urgent low report when the actual glucose number was 85. This then happened later in the day but the actual glucose was 275, which is high and completely opposite of what the cgm read. This then affected the insulin pump it was paired to, therefore it was not providing the correct amount of insulin which is a serious problem, especially when people are spending an arm and a leg to acquire these products, just for them to work incorrectly. The monitor is even in an FDA suggested placement sight, so there should not be any question as to whether the product is faulty due to user error.